Event description:
Pt reported that, while changing his insulin cartridge, he discovered that insulin had leaked into the device's cartridge chamber. No error messages were generated by the device. Pt reported that his blood glucose was elevated (21 mmol/l), which he treated by switching to his back-up device and delivering a bolus.